Event description:
It was reported by the customer that a bd pyxis anesthesia es system's medication and drawers were missing after the station was put under critical override. The customer reported that there was a patient on the table in the cathlab. The delay was about 10 minutes. The customer stated the other devices "came back ok" after a network outage at the hospital, except this one. The anesthesiologist was able to pull narcotics from another station and additional meds were pulled from an emergency anesthesia cart. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, e3, g2, g6, h2, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jul-2022 to 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the reported drawer¿s detection issue was due to a power outage at the site. The device was fully synchronized with the database to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported drawers detection issue was due to power outage at the site. The device was fully synchronized with the database to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system's medication and drawers were missing after the station was put under critical override. The customer reported that there was a patient on the table in the cathlab. The delay was about 10 minutes. The anesthesiologist was able to pull narcotics from another station and additional meds were pulled from an emergency anesthesia cart. There were no adverse events or injuries reported based on this event.